Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the bile duct during a cholangioscopy procedure for the treatment of biliary stones on (B)(6) 2025. During the procedure, the physician introduced the spyscope for cholangioscopic exploration to locate biliary stones. However, shortly after the spyscope was advanced and exploration began, visualization was suddenly lost. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.